Event description:
Baxter reports a customer reported the transfer set was replaced because of leaks of the periotoneal dialysis fluid through the tubing. The transfer set was placed in 1/2005, (no more than 1 months). No pt injury or medical intervention was associated with this incident.